Manufacturer narrative:
A complete lead was returned in one piece without the guidewire. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not find reveal any indication of conductor fractures or internal shorts and the lead passed the impedance test. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, high pacing impedance and inadequate low voltage output was noted. The lead was exchanged and the patient was in stable condition.